Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and to use room temperature insulin. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer removed and reinstalled the cartridge to resolve the issue. Reportedly, the customer continued to use the pump for insulin therapy.